Manufacturer narrative:
Per tandem's t:slim x2 g6 user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin" per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)" per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, the customer removed insulin from a previously used cartridge and overfilled the cartridge with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose level was 260 mg/dl.